Event description:
It was reported that during an elective upgrade for a pacer dependent patient, the pulse generator went into backup vvi mode. Electrocautery interaction was suspected, and the device also exhibited loss of pacing output. The patient experienced asystole when the device was taken out of pocket. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.